Event description:
(B)(6) 2007, had shoulder surgery. Slap w/2 suture anchors, subacromial decompression, removal of subacromial bursa. A stryker pain pump was inserted through a separate posterior incision and used in the subacromial space. Previous xrays showed normal glenohumeral joint. Several months after the surgery, the pain returned and problems with the shoulder returned. I continued to complain through 2009, and due to insurance changes I sought a new orthopedic, who in 2010, ordered a new MRI; mild degeneration of the glenohumeral joint. I had a second surgery in 2010. I continued to have shoulder complaints. I was released from care even though I still had shoulder complaints. Finally, after two years of continual complaining, my primary sent me back to the orthopedic. In 2014 mr arthrogram shoulder; grade 2/grade 3 glenohumeral chondromalacia, and many other findings. I am not a doctor and nobody has diagnosed me with chondrolysis, however, the findings of the 2014 arthrogram appear to have the same findings of chondrolysis. The pain pump used only in 2007 was placed in my shoulder for 3 days using 3 types of medication that can cause the condition of chondrolysis due to the use of the pain pump. I have been told by two orthopedics that because the pain pump was used in the subacromial space, and the diagnostic tests did not confirm chondrolysis, then the chondromalacia is not related to the pain pump. In research I have found that these two conditions can be confusing. I also see where the pain medication can drip into the glenohumeral joint. When I initially contacted the FDA, I was informed that there was no info about my claim of the pain pump used in the subacromial space until recently when the FDA notified me of the existence of claims. I had my third shoulder surgery in 2015 and my shoulder complaints continue to worsen. I hope they stop these completely, even in the subacromial space. Dates of use: (B)(6) 2007. Event abated after use stopped or dose reduced? No.